Manufacturer narrative:
H6: investigation summary no samples of mat# 10013902 received by customer for investigation. Photos are provided for verification and confirmed the issue. It was reported by customer that when rn was connecting filter to primary line the connector device became disconnected. No fluids were currently running through the line and no exposure to medication/fluids occurred. Photo evaluation of the extension sets shows that the extension set tube separated from the female luer. As actual sample is not available so further analysis under the microscope is not done. Quality notification send to manufacturer. A device history record review could not be performed because a lot number was not provided by the customer. After investigation, the potential root cause of separation between the tubing/sleeve and smartsite could be related to lack of solvent at the engagement due to an incorrect solvent dispenser set up.

Event description:
It was reported that a bd alaris smartsite low sorbing set filter became disconnected. The following information was provided by the initial reporter: when rn was connecting filter to primary line the connector device became disconnected. No fluids were currently running through the line and no exposure to medication/fluids occurred.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown

Event description:
It was reported that a bd alaris smartsite low sorbing set filter became disconnected. The following information was provided by the initial reporter: when rn was connecting filter to primary line the connector device became disconnected. No fluids were currently running through the line and no exposure to medication/fluids occurred.